Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for elevated blood glucose reported at 195 mg/dl after a recent meal while using the ilet; the user declined to replace the entire infusion set system and reused the insulin cartridge with approximately 100 units remaining, then changed only the infusion set and connector, after which the blood glucose trended down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available; the medical device problem and specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.